Manufacturer narrative:
A review of the system logs found that the system functioned normally and there were no indications of any issues related to the reported event. Review of the 5 subsequent procedures also found that the system functioned normally with no intraoperative events or issues noted. The following concomitant products were used during the procedure: 30 degree endoscope plus, fenestrated bipolar forceps, monopolar curved scissors, tip-up fenestrated grasper, and large needle driver. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review for the devices used found no non-conformance's documented that would be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a proximal gastrectomy procedure. They first developed a fistula with an effusion and pneumothorax, requiring an open revision. They later died 9 days after the original procedure from a bleeding event, which occurred after the revision. No details on what or how the bleeding occurred, nor steps attempted to resolve the bleeding, were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event section a2 patient age: the report source provide age was 40-50 yrs; a2 field is estimated as 45 yrs.

Event description:
It was reported that a patient underwent a da vinci-assisted proximal gastrectomy with esophago-gastric anastomosis for esophago-gastric adenocarcinoma. The procedure was completed successfully with no intraoperative complications. Postoperatively, the patient developed complications and subsequently expired. During the post-operative course, the patient developed an anastomotic fistula, a right pneumothorax and a left pleural effusion. On an unspecified date, a right-side thoracotomy was performed for anastomotic revision and bilateral pleural drainage. On post-operative day nine, the patient experienced cardiac arrest secondary to a massive hemorrhage from the drainage tubes. The provided cause of death was cardiac arrest. No additional information was provided. There was no report of any da vinci system, instruments, or accessories issues that caused or contributed to the reported event.